Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. Claim: (B)(4).

Event description:
Jd an article that was published reported that following implantable collamer lens' (icl) implantation procedure, patients experienced lens opacity, loss of va, pigment dispersion, elevated iop, glaucoma, macular hemorrhage, or iris synechiae. The following interventions were performed to assist these patients. Some patients were provided cataract surgery, glaucoma surgery, lens repositioning or lens explanation. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.